Manufacturer narrative:
Thermogard xp ivtm system (B)(4) was serviced at customer's site. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for thermogard xp ivtm system with serial number (B)(4). A visual inspection of the system was performed and fluid was noted in air trap sensor block; thus confirming the reported complaint. Functional testing was performed and found that the saline leaked inside the air trap sensor block. Upon cleaning and drying the air trap sensor block to remedy the reported complaint, the functional tests and calibration test were performed. In addition, the electrical safety test was also performed. The system passed functional testing and it verified that the system met all the manufacturing specifications. No errors or anomalies were observed. In summary, the customer reported complaint was confirmed through a visual inspection and functional testing. The root cause was determined to be saline getting into the air trap sensor block. After cleaning and drying the air trap sensor block remedying the reported complaint and allowing the system to function as intended. Customer's site.

Event description:
It was reported that the thermogard xp ivtm (B)(4) displayed an air trap error on the screen. The console was reprimed, but the issue was not resolved. Fluid was noted in the bottom of the air trap chamber but no air in the air trap. There was no patient involvement reported.